Manufacturer narrative:
Device manufacture date was added. The device history record (DHR) was reviewed, and no discrepancy was found relating to the failure mode reported. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if sample is received. The reported condition could not be confirmed. Current process and controls were found to be followed correctly; however, there have been similar cases reported previously and a supplier corrective action was opened to address the reported condition through a more robust investigation. Results of the investigation will be documented through the supplier corrective action. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported when the position of the patient was changed, it was evident that the gastrostomy tube was outside the stoma and immobilization is loose. The chief was informed. The patient on safe discharge plan.